Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 415 mg/dl at the time of incident. Customer treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleging insulin pump was under delivering. Customer stated that the cannula was bent. Customer was not using auto mode. Customer declined to continue insulin pump troubleshooting. The insulin pump will not be returned for analysis.